Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient lost coverage on their left side from their implantable neurostimulator (ins). The healthcare professional (hcp) performed and x-ray/fluoroscopy which confirmed the lead component had migrated to the right. The patient was reprogrammed and they were going to try the new programming and see if maybe the lead would migrate back into place. If the patient needed additional coverage to their left side beyond what they were getting now, a discussion of a revision and implanting a surgical lead would take place. No further interventions were planned at the time of this report. The indication for use of the device was noted as non-malignant pain. If additional information is received, a follow-up report will be sent.